Event description:
Reporter indicated that pt's device was programmed to off due to retching and significant weight loss. It was reported the pt's weight fluctuated between 13.1kg and 14kg for a couple of months, but that the pt had gained weight up to 17.4kg after the device was programmed to off. Treating neurologist indicated that the pt was seeing a gi physician during the time that the vns was off and that it was decided among the gi physician, the pt's family member and the treating neurologist that the vns could be programmed back to on. The pt's device was programmed back to on after approx two years of being programmed to off. The pt weight 20.5kg at the time that the device was programmed back to on.